Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection, while stapling across the bowel, the staple line was incomplete at the distal part, at the same time the device had made a cracking noise on the second squeeze. Another device was used to complete the transection of the bowel. There was no patient injury.